Manufacturer narrative:
The universal modular electric/battery double trigger handpiece, serial number (B)(4) will not be return for complaint investigation. Therefore, the device could not be visually inspected in a effort to confirm the defect. A follow-up medwatch will be submitted if the product is returned or if additional information are received.

Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that universal modular electric/battery double trigger handpiece, serial number (B)(4), keeps working after releasing the triggers. No patient harm or injury was reported. A surgery delay of 15 minutes was reported.